Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 955 mcg/ml dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that patient had a magnetic resonance imaging (MRI) while in the hospital but that pump was alarming. When pump was read on sunday it said the pump was off for 163h49m. Reported symptoms were not applicable. The hcp was using the tablet/app. The hcp went to patient to re-interrogate and get pump logs to determine reason for alarm. Pump logs showed multiple motor stalls and recoveries with the first one on (B)(6) 2018. They would put on oral baclofen. The hcp called back today asking for the code to shut off the pump with the tablet. No further complications were reported. Refer to (B)(4) for details pertaining to the infection; sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp attempted to refill/restart pump. The hcp discussed with tech support and ultimately required shut down. The multiple motor stall and recoveries event had not been resolved. Pump was permanently shut off. The hcp would return the device if/when explanted. No further complications were reported.